Event description:
It was reported to boston scientific corporation on march 29, 2010 that a zero tip nitinol stone retrieval basket was used in a renal stent exchange procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, one basket wire broke after opening the retrieval basket inside the patient. It is unknown if the wire detached from the device. There was "no harm to the patient" as a result of this event. It was reported that no additional event or patient information is available.

Manufacturer narrative:
The investigation found one basket wire broken at the knot that forms the tip, but not detached from the device. A microscopic examination revealed the broken end of the basket wire was reduced in diameter, which could be an indication that the wire was deformed from a tensile load. The deformed wire was weakened at the knot, and functioning the basket after manufacturing caused the basket wire to break. The most probable root cause for this complaint is design. It is also noted that a basket wire separating from the knot and remaining attached to the device is not a medwatch reportable condition.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a zero tip nitinol stone retrieval basket was used in a renal stent exchange procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, one basket wire broke after opening the retrieval basket inside the patient. It is unknown if the wire detached from the device. There was "no harm to the patient" as a result of this event. It was reported that no additional event or patient information is available.

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.